Manufacturer narrative:
B5, h2, h3, h6, h10 updated. The complaint component was returned and analyzed, and the reported allegation of inflation issues due to pump malfunction was not confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to pump malfunction. A surgery was performed in which the pump was replaced for a new one. No information was provided about the patient's outcome. It was also stated that there is no more information available. Should additional information become available, it will be provided. Product investigation completed. The momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation was not confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to pump malfunction. A surgery was performed in which the pump was replaced for a new one. No information was provided about the patient's outcome. It was also stated that there is no more information available. Should additional information become available, it will be provided.